Manufacturer narrative:
The device history records were reviewed. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. This is the only complaint reported to date for this corporate lot number. The sample has been returned and is being evaluated. The investigation is currently underway.

Event description:
It was reported that the pta balloon failed to deflate while being used in an av forearm fistula. Reportedly, the inflation hub cracked and the balloon could not be deflated. There was no report of injury to the pt.